Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon inspection of a tray at the distributor's office, a trail articular surface was found broken. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp exhibits signs of repeated use (nicked & gouged). Inspection confirms the tasp has fractured on the medial side and on the post. Not all the pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.